Manufacturer narrative:
Isi has requested that the sureform 45 instrument be returned for evaluation. However, the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the sureform 45 instrument (pn 480445-04/lot # l91210405 0041) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sl0817. This is a single use instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the sureform stapler failed to release from tissue with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the sureform 45 instrument would not release. The reload was changed, but the issue did not resolve. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 3-nov-2021 and obtained the following additional information: the event date was (B)(6) 2021. There was no injury or harm to the patient. The sureform 45 instrument was inspected prior to use. On the fourth attempt to trigger/release the blue reload, the sureform 45 instrument no longer worked. The surgeon selected this reload to staple the stomach as it was the same size they used previously. The sureform 45 was in use for three hours prior to the issue. The surgeon did not encounter any obstructions between the sureform 45 jaws. Buttress material was not used. There were no malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. The tissue was not calcified and was not exposed to any radiation or chemotherapy. There was no tissue tension or bunching. The sureform 45 jaws were stuck on tissue when the issue was identified. The manual release knob (mrk) was not used to open the jaws and release the tissue. The system was not in a faulted state when performing manual release and the customer reported they ¿opened the staple lines via the console¿ to remove the stapler from the tissue. There was no adverse effect to the grasped tissue and no unexpected bleeding. There is no image or video available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system, passed initialization, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully twice. The instrument was fired with a green 45 reload and a black 45 reload for the hifoam challenge test. No malformed staples or incomplete firing were observed during in-house testing. Visual inspection was performed and no damage was observed. A log review showed multiple aborted clamping attempts, but no failures were observed. Isi also received the two blue sureform 45 reloads associated with this event and completed evaluation. Upon visual inspection, the returned reloads appeared to be unused and unfired. The reloads were installed in a sureform 45 and tested on the in-house system. The reloads were recognized and fired without any issue. No damage was found. The accessory was fully functional. There was no problem detected. Failure analysis information can be found in h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further analysis was performed on the sureform stapler instrument. The instrument was placed on the in-house system and fired two reloads without any issues or errors. The instrument was inspected under the microscope and there were no issues found inside the housing cover. Extended the I-beam and there was no sheath damage. The field error logs show that the instrument was used for five completed/successful firing events with blue reloads. After this, there were five additional clamping/unclamping events with the same blue reload.

Event description:
Refer to h10/h11 for follow-up information.